Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, the tubing separated from the arm of the y-site. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. The information on reprocessing of the device was requested; however, no response has been received.